Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an external ram crc error alarm and excessive unexpected restart alarm. Customer reported that insulin pump was not stored or not in use for an extended period of time but alarm occurred during normal use. After troubleshooting, customer was advised that insulin pump would need to be replaced.